Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. There were no kinks or angulation noticed in the delivery system. During the procedure, the left atrial disc of the device appeared to be bulging when it was deployed. The implanter attempted to deploy the device in the normal shape several times but was unsuccessful. The device was removed from the patient and replaced with another 32mm amplatzer septal occluder (8361539). The replacement device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as discharged.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.